Event description:
Procedure: lap chole. According to the reporter: in 20 minutes of use, the black cylinder on the root of the device was broken. The staff used another device to complete the case. No add'l bleeding or tissue damaged occurred, and nothing fell into the pts cavity. Operative time was not extended more than 30 minutes. No pt info available.

Manufacturer narrative:
(B)(4)